Event description:
It was reported the customer had a motor position encoder error alarm on their insulin pump. Customer's blood glucose was 170 mg/dl. The customer also stated they were unable to clear the alarm. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify motor position encoder error alarm due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.